Event description:
It was reported that the arctic sun device was primed to fill. Device would not cool, and alarm 78 (non-recoverable system error) occurred. Per follow up information received via task on 01apr2025, no patient involved at the time of the malfunction. Per sample evaluation results received via task on 30jun2025, it was reported that the circulating pump flowmeter has a sticking impeller. Tank seals due to tearing and deterioration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During decontamination, device was primed to fill due to a failed circulation pump. Circulation pump was serviced during pm process. Device would not cool. Device received alarm 78. Circulating pump flowmeter has a sticking impeller. Tank seals due to tearing and deterioration. Pm performed. Mixing pump was serviced. Tank harness was replaced. Flow meter was replaced. Tank seals were replaced. Serviced circulation pump and mixing pump. Replaced heater, both manifold o-rings, both drain valves, double bend tube to the manifold, and the chiller evaporator outlet tube. Coin cell was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the device was not cooling. Installed test mixing pump to cool in decontamination. Mixing pump was serviced during pm. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported issue was confirmed. The root cause of the reported issue is due to a failed t4 thermistor. During evaluation, it was confirmed that the alarm 78 was seen in decon and throughout the system log files due to a failed t4 thermistor with a broken wire leading to the thermistor. Tank harness was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was primed to fill. Device would not cool, and alarm 78 (non-recoverable system error) occurred.